Manufacturer narrative:
(B)(4): eval, results: arterial/vessel occlusion; severely tortuous iliacs bilaterally, with a small distal aorta of approx 22-24mm with calcification. Eval, conclusion: severely tortuous iliacs bilaterally, with a small distal aorta of approx 22-24mm with calcification.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approx two months ago. Vessel morphology was reported as an aortic neck that was 19 mm to 20 mm in diameter and 26 mm long with circumferential thrombus. Ima and 4 lumbar arteries are patent. There was 90 degree angulation and circumferential thrombus of the proximal right iliac artery. The access vessels were unremarkable and 9-11 mm in diameter on the right and 11 mm in diameter on the left. It was reported that the pt presented with an acute issue of the left leg. The left contralateral limb and vessel were found to be occluded by thrombus. The physician tried to open the vessel with a peripheral infusion system and a fogarty balloon procedure and put 2 kissing stents at the aorta bifurcation. The flow improved but was not completely resolved or all the thrombus removed, so a femoral to femoral bypass was performed. No additional clinical sequelae were reported and the pt is fine. Internal review of the returned films at pre-implant show severely tortuous iliacs bilaterally, with a small distal aorta of approx 22-24mm with calcification. Post-implant films show an occluded contralateral (left) limb beginning proximal to the flow divider, and the limbs are squeezed together at the distal aorta (the contralateral limb is pinched more than the ipsilateral). The distal left iliac takes an abrupt turn just past the distal iliac stent graft.